Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that at 7:30 on (B)(6) 2024, a 38-bed patient in the department of urology reported that the urinary catheter balloon ruptured after anal exhaust, and the catheter slipped out. The nurse checked and found that the balloon ruptured and was incomplete. Report to the doctor, and they replaced the balloon catheter and re-intubate.